Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the gastric battery was explanted on (B)(6) 2019 because it did not work. No further complications were reported or anticipated.